Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history records review, and drawing review were performed as part of this investigation. The device was returned and it was reported that "the device did not cut smoothly". This condition is confirmed; the instrument was returned with a dull tip. The tip is flattened and worn. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already dull. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 2.8mm percutaneous drill bit (324.214) is a common trauma instrument noted in multiple system technique guides including: 3.5mm va-lcp proximal tibia plate, 3.5mm lcp medial proximal tibia plate and 3.5mm lcp periarticular proximal humerus plate. In each instance the bit is utilized for predrilling prior to screw insertion. Although a definitive root cause could not be determined, this complaint condition is consistent with use over the instrument's lifetime (2+ years) and/or excessive force applied to the drill tip (i.e. Dense bone). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Phone number unknown. Manufacturing location: (B)(4). Manufacturing date: 03. June 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An event reported in (B)(6) is as follows: it was reported that an auger (drill bit) did not perform it's function correctly; at the time of drilling the device did not cut smoothly during a proximal humerus procedure on (B)(6) 2017. This is report 1 of 1 for (B)(4).